Event description:
It was reported that loss of capture was observed on the ventricular device. An x-ray was performed and the device was observed to be dislodged to the right atrium. The device was retreived and discarded to resolve the event. The patient was in stable condition.